Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels (42 mg/dl) and a seizure. Reportedly, the customer is a ¿brittle diabetic¿ and the pump basal setting needed to be adjusted. Customer required assistance administering a glucose injection to address bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.